Event description:
Customer reported when she was removing the sensor from the packaging, the needle came off. Customer's blood glucose is 297 mg/dl. She treated with the insulin pump. Customer also reported a bad sensor alarm that occurred after a second consecutive calibration error. She was advised of proper calibration methods. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected four opened enlite sensors, and performed testing. One of the four sensors failed per specification, by giving low readings. The remaining sensors passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.